Event description:
The customer reports via their medwatch report # (B)(4), dated (B)(6) 2010, that on (B)(6)2010, "the scissor blade broke off during the procedure. The blade was removed from the pt's nares intact. There was no harm to the pt". The procedure reported was a "septoplasty with submucous resection, submucous coblation of bilateral inferior turbinates and outfracture, bilateral inferior turbinates". Preop diagnosis was "nasal septal deviation and bilateral inferior turbinate hypertrophy".

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.